Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc), therefore omsc cannot investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the unspecified channel of the subject device tested positive for gram-positive cocci (37 cfu/50 ml) and micrococcaceae (75 cfu/50 ml). The device had been reprocessed with an olympus automated endoscope reprocessor model oer-3 or oer-5, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to report the correction of MFR report #8010047 - 2020 - 02636. The "date received by manufacturer" was supposed to be 16th, april 2020. The date in the section g4 on this supplemental report is the date olympus was aware that correction is required. Omsc confirmed the following from information of the user facility. The user facility did not use clean water when bedside cleaning. The user facility did not disinfect the water supply pipeline of the automated endoscope reprocessor. If significant additional information is received, this report will be supplemented.